Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Also, device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the reservoir lip ring was damaged. The blood glucose level was 138 mg/dl. Customer stated that the reservoir was not lock it in place cracked. The product will return for the analysis.